Event description:
It was reported that: ¿we have found on two (2) occasions that the tube balloon cuff has not stayed inflated on both occasions therefore have been faulty.¿ patient involvement is unknown.

Manufacturer narrative:
Initial reporter phone: (B)(6). Date of event is unknown, no information has been provided to date. Other: device has not been returned to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation. No trend of confirmed complaints in relation with this issue was identified.